Event description:
A malfunction alarm was reported, but no notable events occurred prior to the issue. There was no adverse impact to the customer¿s blood glucose level, and it did not exceed 500 mg/dl. Tandem technical support assisted the customer with resetting the pump, which resolved the malfunction issue. The customer was instructed to continue using the pump and to contact support if the malfunction recurred, which did not happen after the reset.